Event description:
It was reported that when the menu items were changed on the external pulse generator the numbers jumped around. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the encoder flex was out of specification. It was also noted that the upper and lower cases were broken, both bail covers were broken, the battery contacts were compressed, the keyboard was scratched and the display was bleeding pixels. Further analysis was performed on the encoder flex. This analysis found that there was a cracked circuit trace on the assembly that caused intermittent behavior on the menu display.